Manufacturer narrative:
If implanted, give date: exact date not provided, year 2012 was reported a review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure.

Event description:
It was reported that an m6-c was explanted due to collapse.